Event description:
Hematoma noted to r wrist upon arrival to cvl rr (cardiovascular recovery room). Cvt (cardiovascular tech), holding manual pressure x 5-10 min in rr (recovery room). Tech stated pt's wrist was too small for smallest traclet. Once the bubble was inflated, the traclet would not sit right on the wrist.